Event description:
It was reported that a patient presented with inadequate low voltage pacing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. The patient was stable throughout.